Event description:
A (B)(4) old male pt called in to lifecor customer support to report that his response buttons were not activating the device. The pt was provided with a replacement monitor.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 207 mg/dl and 108 mg/dl within 10 minutes on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.